Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a false empty detect and use error, inappropriate bypass of the caution: negative uf alarm. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the caution: negative uf alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 22:26:25. During night drain cycle five, the patient's ultrafiltration reading was 1413ml, indicating the patient drained 1413ml more than their maximum programmed fill volume of 2000ml. No additional information is available.